Event description:
Further follow-up revealed that the autopsy report listed pathologic diagnoses as: 1. History of seizure disorder: a. Status post remote callosotomy, b. Capillary malformation, right superior frontal gyrus gray matter, c. Vagal nerve stimulation in place; no anomalies detected.

Event description:
Vns pt passed away. Cause of death is not known at this time. Autopsy results are pending. There is no evidence at this time that the ncp system caused or contributed to the reported event.